Event description:
The anesthetic syringe came apart while the dentist was changing the anesthetic carpule following the initial injection. The barrel of the syringe and the needle separated from the handle projecting into the left knee of the employee sitting behind the pt and at the right of the dr.